Event description:
Hosp alleges that beak broke off during a turp procedure; dr completed turp procedure and then switched to an open cystostomy procedure to remove the broken beak; dr completed removal of intact beak. Pt condition post-op was stable.